Event description:
It was reported that the patient underwent an artificial urinary sphincter procedure to reimplant the device. The previous device was explanted due to erosion. The new device was functioning properly. There were no patient complications.

Manufacturer narrative:
B3. Actual event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.